Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that there was damage to the system controllers power lead. The patient stated that they noticed exposed wires on the controllers white power lead. The patient denied having any alarms at home. While in the hospital, the patient did not have any alarms when connected to battery power. The patient was able to connect the white power lead to the power module without alarming. When the black power lead cable is connected to the power module the patient has a constant ventricular assist device (vad) alarm tone. No illuminated lights or vad alarm messaged were displayed on the controller. The patient was currently receiving a heparin drip waiting for a therapeutic partial thromboplastin time (ptt) test, prior to exchanging the vad controller. No active vad alarms noted on to system clinical screen during active alarm. Log files were sent for review. The event log file recorded no unusual alarm flags during this history. This information indicated that the audible alarm may have been coming from the power module. The damage to the power lead may still have been the cause of these alarms. The recorded data indicated that motor function has not been affected be these events. It was recommended to replace the system controller.

Manufacturer narrative:
Section d6a: date of implant was inadvertently added to the initial report. Section h6: health effect - impact code and medical device problem code corrected manufacturer's investigation conclusion: the reported event of damage to the system controller¿s white power lead was confirmed via inspection of the submitted photo. The reported event of intermittent auditory alarms was not confirmed as the system controller was not returned for analysis. Visual inspection of the submitted photo revealed that a tear in the system controller¿s white power lead, exposing the underlying wires. No damage to the wires was observed. A log file was submitted for review and data from the reported event of 29sep2024 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue throughout the time span. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. The root cause of the damage to the system controller¿s white power cable could not be conclusively determined through this analysis. The root cause of the reported auditory alarms was not confirmed; however, the damage to the power cable may contributed to the alarms. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.